Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was removed while in the hospital due to a heart attack. Customer was attempting to reconnect insulin pump and received a battery out limit alarm due to battery being out of insulin greater than the time allowed. Customer's blood glucose was over 600 mg/dl. Customer was assisted in clearing alarm. Customer declined troubleshooting due to not being on insulin pump. Attempts were made to contact customer regarding the amount of time that insulin pump was disconnected, but customer could not be reached.

Manufacturer narrative:
The customer was contacted to clarify how long patient had been off the insulin pump prior to high blood glucose. The customer states by instruction of the doctors she was in care of, she was off the insulin pump for about ten days before her blood glucose went high. The customer states she is back on the insulin pump but still experiencing explained high blood glucose however, clarifies that her high blood glucose is because she is having trouble estimating the amount of carbs given to her in the meals. The customer stated that she has an appointment with her doctor in a few weeks for assistance. The customer does not remember her blood glucose at the time she noticed the damage to her battery cap. The customer was sent a replacement battery cap.